Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der stated that they removed 47 asr head and 54 asr cup. Replaced with 58 dpx cup and 36 52 +4 10 degree liner with 36 +12 ts ceramic head. Doi: (B)(6) 2013; dor: (B)(6) 2018; left hip. No surgical delay. Update ad 04jun 2018: (B)(4) was re-opened due to asr medical records received, after review of the medical records for MDR reportability, patient was revised to address pain. Revision notes reported that patient metal ions level remained elevated. Operative reported that a small amount of corrosive debris was found proximal to the trunnion itself and minimal bone loss was occurred as the implant was removed. Thus, additionally the thick and fibrotic was excised. The head and acetabular liner was removed. The depuy summit femoral stem was retained.